Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. No product was returned for evaluation. Data logs were reviewed and the left logs showed a slow buildup of purge pressure over a period of 32 hours before "high purge pressure" alarm was triggered. High purge pressure was resolved over a period of 19 hours. Clinical details noted that no kinks were observed in purge line. Tissue plasminogen activator (tpa) was added to the purge and alarms stopped 3 hours after giving tpa. The root cause of the high purge pressure is most likely due to a gradual buildup of biomaterial that was resolved with tpa. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter. Added-d6b. F6/f8-should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 52-year-old female patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that high purge pressure was encountered during impella 5.5 support. Tissue plasminogen activator was added to the purge line and the high purge pressure / purge system blocked alarm resolved. There was no patient harm resulting from the noted issue.